Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that there were high impedances. Impedance check showed electrode 1 was out of range- 37,000 to 40 ,000. The patient also experienced a loss of stimulation and a return of pain. The manufacturer representative (rep) tried programming around affected electrode to recapture pain with no success. The plan is to take out existing lead and extension and replace with new leads. The issue is ongoing at this time.